Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition it is reported that the implant housing migrated from its intended position. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the device has shifted downwards from its original position. The user parents reported also that the user bumped his head on the frontal fontanel site.the user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the device has shifted downwards from its original position. The user parents reported also that the user bumped his head on the frontal fontanelle site.